Event description:
It was reported that during a breast biopsy, the marker would not deploy into the biopsy site. The customer has reported expansion of the collagen plug. The customer was able to complete using another marker. There were no pt consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Tip. Eval summary: device (a) was received with the introducer tube tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the mfg process. The analysis results found that the clear tube applier (b) was stretched with a marker present. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. A corrective action has been initiated to address marker deployment issues.